Event description:
It was reported by service report that the power cord is broken at ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ground prong, siderail panels.